Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that during removal of a 3.5x28mm xience sierra stent delivery system from the dispenser hoop coil, it was noted that the stent completely dislodged from the balloon. No resistance was felt during removal of the xience sierra from the dispenser hoop coil. The device was not used and there was no patient involvement. Another same size xience sierra device was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number (B)(4). Correction: lot number changed from 8052041 to 8052441. Evaluation summary: the device was returned for analysis. The reported stent dislodgement was confirmed. Based on the information provided, a definitive cause for the stent dislodgement cannot be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.